Event description:
Reportedly, the surgeon clamped the instrument down on tissue, fired the instrument, and the jaws did not open. Another instrument was required to cut around the tissue to release the initial instrument and complete the case. Procedure: lgb.